Event description:
It was reported that the patient presented to the emergency room for unknown reasons. During routine interrogation, oversensing was observed along with a high impedance and inability to capture on the right ventricular (rv) lead. Possible lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2002; 5076-52 lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the outer insulation of the lead was extrinsically breached due to a cut, there was damage at explant, and that the lead was stretched.